Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure heparin or other anticoagulant was administered. The patient was on a prior regimen of aspirin at the time of index procedure. A loading dose of 81 mg of aspirin and 300 mg of clopidogrel were administered the day of the procedure. An isleeve introducer sheath was placed. Balloon valvuloplasty was performed. No new conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the instructions for use (IFU). On the same day as the index procedure, post valve deployment, the patient developed lbbb. Hospitalization was prolonged. Two days post the index procedure the event was considered resolved and the patient was discharged.